Event description:
Caller reported a continuous glucose monitor (cgm) error. The individual's blood glucose levels were not adversely impacted. Customer technical support provided guidance on performing a pump reset, and after following the instructions, the caller successfully restarted their sensor session without further errors.